Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: one matrix rack distractor (part 03.632.087, lot t960293, manufactured november 2011) was returned. Upon receipt of the returned device it was seen that the distraction pin fractured from the offset arm of the ratchet arm assembly. The laser weld which holds the proximal region of the distraction pin to the instrument has failed and there are small cracks on the offset arm where it interfaces with the distraction pin. This complaint is confirmed. The drawings for this device were reviewed and the weld design lacks requirements to ensure a successful weldment. Dimensionally this assembly allows for a 0.04mm gap between the arm and pin in addition to broken edges allowed without filler material, and the wall thickness in the offset arm is not adequately controlled by the drawings, the design of this instrument may have contributed to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The hardness was measured at the time of the manufacturing and was found to be good. No nonconformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial surgery, the distractor tip broke off when the surgeon was preparing to insert it into the distractor legs attached to the screws. There was 15 minutes of delay in surgery, there were no fragments of the broken device remained in the patient. There was no harm to the patient and the procedure was completed successfully. This is report 1 of 1 for complaint (B)(4).